Event description:
Additional information received from the health care provider (hcp) reported that the lead was shipped out on 2016-10-14.

Manufacturer narrative:
Concomitant medical products: product ID neu_enterra_ins, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the ski needle detached from prolene, and another lead was used as a result. The issue was resolved at the time of the report and there were no related patient symptoms. Indication for implant is unknown.